Event description:
It was reported that ¿the electric current¿ of a vari-stim iii stimulator ¿gradually decreased¿ intraoperatively during a thyroidectomy. The device was replaced and the procedure was completed successfully without delay. There was no patient impact or injury reported as a result of this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): upon receipt, the report of use of the device during a procedure was confirmed, as a substance consistent with biologicals was present on housing. There appeared to be no external damage to the device. Per instructions for use, the device was tested by functionality touching the probe tip to the needle electrode; in an "as received condition" without moving the switch, the device would intermittently light which would have resulted in the reported event. Also, per instructions for use, the device was functionally tested in all 3 positions and there was intermittent behavior while manipulating the switch and tip within the 1.0ma position. The switch had approximately 5 degrees of radial play and approximately 2-3 degrees tilt in either direction. The device was then tested electrically, which resulted in within specification readings at the 0.5 and 2.0ma settings¿however, erratic readings at the 1.0ma setting resulted in an out of specification condition.

Manufacturer narrative:
(B)(4). Method: no testing methods performed. Result: pending completion of evaluation this device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.